Manufacturer narrative:
Technician found that the head hi/low cylinder was drifting down. Replaced the manual trend valve ((B)(4)) to resolve this issue.

Event description:
Complaint alleged that the head hi/low cylinder was drifting down.